Manufacturer narrative:
Device serials provided as (B)(4), the sides were unspecified. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported right side "infections." Patient additionally reported "breast implant illness" which is not device related. Device remains implanted.